Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a fault code 1005 during device interrogation, indicating an open circuit condition. The patient had received inappropriate shocks, which were attributed to oversensing on the right ventricular (rv) lead channel. It was previously known that the patient was in need of a lead replacement. The detection of fc 1005, reflecting an impedance greater than 145 ohms, reinforces the necessity for a new lead. This system remains in service. No additional adverse patient effects were reported. Additional information was received mentioning that this device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field h1: type of reportable event from section h device manufacturers only and to field b1 adverse event or product problem the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a fault code 1005 during device interrogation, indicating an open circuit condition. The patient had received inappropriate shocks, which were attributed to oversensing on the right ventricular (rv) lead channel. It was previously known that the patient was in need of a lead replacement. The detection of fc 1005, reflecting an impedance greater than 145 ohms, reinforces the necessity for a new lead. This system remains in service. No additional adverse patient effects were reported. Additional information was received mentioning that this device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.